Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. During implant, the physician rotated the valve with the valve rotator; no resistance was felt when rotating. Then, a leaflet dislodged in one piece and was successfully removed from the patient. No instrument was in contact with the valve at time of dislodgement. The physician did not attempt to reinsert the dislodged leaflet. The holder handle was fully inserted into the orifice at a 90 degree angle and the valve was in a closed position when it was rotated. The device was not implanted and exchanged for a new 19mm regent aortic mechanical heart valve, which was successfully implanted. The patient was reported to be in normal condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.